Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd solis pump failed the downstream occlusion test and did not generate an alarm when pressure increased to 50 psi. Although this issue was identified during preventive maintenance, if the malfunction were to recur during patient use, it could potentially result in serious injury due to interruption of infusion therapy. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
D4, d5, d7a: updated. D9 - date returned to MFR: 29-may-2026. H3, h4 and h6 codes: updated. The suspect pump was returned for evaluation. The event history log was reviewed, and a service history review confirmed that the device had not undergone any servicing within the previous 12 months. Visual inspection did not reveal any defects or abnormalities. Functional testing identified a failure of the downstream occlusion (dso) sensor to detect an occlusion condition as intended. The main board, dso sensor, and latch/lock sensor were replaced. The probable cause of the reported issue was determined to be a defective dso sensor. Following the repair, the device successfully passed all required functional testing.